Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient turned their ins off and stopped charging due to their pregnancy. It was reported that the ins had not been used for over a year as reported by the patient and was currently discharge. The patient currently was unable to complete ¿por due to working 10 hours a day and having a baby at home¿. It was reported that they will notify the rep when they wish to have their device reset and their stimulation turned on. The issue has not been resolved at the time of the report. Additional information received from the consumer reported that it had been years since she used the implant. The patient stated that in (B)(6) 2019 she met with a manufacturer representative to try to restart the implant but it would not restart. The patient was directed to follow-up with her healthcare provider to have the implant checked. Additional information was received from a manufacturer representative (rep) reporting that the rep met with the patient on (B)(6) 2018 to reset their device, which was the day that the rep had filed out their report. They stated that they filed out the report after meeting with the patient and unsuccessfully restarting their stimulator. The cause of the inability to restart the device was mostly due to the fact that it had been discharged for over a year and they did not want to complete any more 60 minute device resets, other than the one they had tried. They stated that they did not have time. No other actions were taken to resole the issue as they did not want to do any more device resets and therefore the issue was not resolved. It was noted that the patient saw the physician last week and requested their device be explanted as they no longer want it. It was indicated that the provided information had been confirmed with the physician.